Manufacturer narrative:
Reliability analysis evaluated 2 opened and used reservoirs, the snap-cap, and the septum for anomalies; none were found. Analysis ran the occlusion test and the reservoirs were filled with diluent, and were connected to a new infusion set. Analysis installed reservoirs and a connector into a 7xx insulin pump and performed a manual prime. Visible fluid was flowing through the infusion set and out of the catheter tip. Analysis concluded that the reservoirs were not occluded. (B)(4).

Event description:
The customer's doctor called in to report after a reservoir tube was changed, the patient was hospitalized for high blood glucose levels. The customer's blood glucose level was unknown. The doctor attempted a fixed prime, however no insulin was delivering. The customer was treated with an insulin infusion. The product was returned for analysis. No further details were provided.